Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he gave himself a bolus early in the evening but that the bolus didn't start working until late in the evening, after 11 pm. Customer's blood glucose was 49 mg/dl at the time of incident, 55 mg/dl in the middle of the night and then went to 179 mg/dl. Customer does not recall any significant events leading to the error. Customer just wanted to report this incident. No further information was provided.